Event description:
It was reported that possible atrial undersensing was noted on stored electrograms (egm).  The right atrial (ra) lead remains in use . No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.